Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Previous meter was lost so went to (B)(6) to buy meter this morning around 8:40am today and bought a relion prime meter. Came straight home. Checked sugar using his fingertip to draw the blood and received a high reading of 476. Normal readings are 110-115 before meal and 130-150 after. The high reading concerned him so went to doctor to check glucose. Doctor took a venous sample which was sent to the lab and received a reading of 114. He took a reading with the prime at the same time and received a 444. No symptoms of high sugar and did not treat based on meter readings. He came home from the doctor and contacted us. Stores on shelf in the bedroom. Away from windows and appliances. Keeps strips in original container. Closes the strips container as soon as he takes one out before testing. Bought a freestyle meter and strips to test on for the time being as he couldn't trust our meter at the time. Replacing product.